Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16july2019. The field service engineer (fse) confirmed the reported problem. The fse replaced the flow sensor assembly and this issue was resolved. Conclusion/root cause: the customer returned gds had an air flow sensor u1 measuring the air flow too low which caused the air flow accuracy test to fail. Replacing the air flow sensor resolved the issue and the air and o2 flow accuracy tests passed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failing the exhalation port test. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. The event date was not specified, estimate used.